Event description:
It was reported that the customer received the off no power alarm, the no delivery alarm while bolusing and the check settings alarm. The customer's blood glucose was 300 mg/dl. Troubleshooting was done. While troubleshooting, the customer received the motor error alarm. Upon checking the history of the insulin pump, the customer stated that she also received the motor position encoder error alarm at the time of the call. Advised customer to call back when the no delivery alarm recurred in order to troubleshoot. The customer stated that the battery cap was not loose, cracked or damaged. Advised customer to insert a new energizer aaa alkaline battery. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. The customer reported having a blood glucose of 50 mg/dl the night prior as well. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.